Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they just got their new stimulator programmed yesterday and when they breathe or cough they can feel the stimulation vibrate down near the tailbone. Patient also stated that anytime they push their stomach it vibrates down to their feet. Patient could not recall the manufacturing representative's name and did not have their contact number. Patient requested if agent could walk them through turning down or off their stimulation. Agent had patient attempt to connect through mystimrc app; patient reported communicator not found and then low battery connect the communicator to the charging cable. Agent had patient plug communicator into charging cord; patient confirmed green flashing light. Agent had patient connect through recharger application and turn therapy off. Agent provided nas and the patient was redirected to mdt rep and hcp to further address. Patient mentioned they have neuropathy and have been really lightheaded lately due to having a bad cold and taking painkillers.